Event description:
It was reported that the patient went to the emergency room with Diabetic Ketoacidosis (DKA) on (b)(6) 2026. The patient's blood glucose levels reached greater than 250 mg/dL while wearing the Pod less than 1 hour. According to the report, the patient had gone approximately 10 hours without a Pod prior to the event. Symptoms reported difficulty breathing, vomiting, severe headache, dizziness, abdominal discomfort, excessive thirst, frequent urination, extreme fatigue, dry mouth, and signs of dehydration. The patient was administered intravenous insulin and intravenous fluids. Laboratory testing (not specified) and an electrocardiogram (EKG) evaluation were performed. The Pod was discarded by the hospital staff. The patient was discharged on (b)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_ANDROID.Omnipod Software App Version: 4.0.2.Operating System: BP4A.251205.006.S936USQUACZF1.Hardware: SM-S936U.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.